Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error, squirting the insulin out during the manual prime process, was unable to exit the preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.